Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant there was no capture on the right ventricular (rv) lead and the pacing impedance was undefined low. A micro-perforation was suspected but could not be confirmed. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.